Event description:
It was reported that after dinner the ilet user's glucose rose despite insulin delivery, with correction doses eventually returning glucose to target. Review suggested meal announcements were entered too small at the time of eating, and the caregiver sought clinical guidance while also noting the user was sick. Symptoms included hyperglycemia with the highest reported glucose at 249 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface and meal announcement workflow, and glucose returned to range once corrections were applied. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.